Event description:
It was reported that the cannula was already sticking out when the patient removed the needle guard cap to apply the pod indicating that there was a needle mechanism failure. The patient has discarded the pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided.